Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. The reservoir functioned properly upon first activation, then on (B)(6) 2010, the anti-reflux valve fell down into the reservoir. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.